Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. The target lesion was located in the mid left anterior descending (lad) artery. A spiroflex(tm) vg angiojet(tm) thrombectomy set and an angiojet(tm) ultra system console were selected for a thrombectomy procedure in a thrombosed stent; however it was noted that the device stopped aspirating after 6 seconds and the console displayed a "check for kink" error message. The procedure was completed using an unspecified balloon and stent. No patient complications were reported and the patient's status is okay.